Manufacturer narrative:
See summary memo of evaluation. (B)(4).

Event description:
The dental implant fx4512swc was removed on (B)(6) 2020 due to osseointegration failure around 1 month and 18 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted peri-implantitis during explantation. The patient has recovered without complications.